Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 35 mg/dl at the time of the incident. The customer was at 80 mg/dl at the time of admission, and 111 mg/dl at the time of the call. The customer was given a sweet drink and glucagon to treat. The customer experienced symptoms such as sweating and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also went up to 400 to 500 mg/dl and kept going up even after a bolus. The customer used the pump and manual injections to treat the high. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been provided with this report which was not provided with the initial report.

Event description:
Customer reported via phone call that there was only one date for the incidences that occurred.